Event description:
Voluntary medwatch form received states: it was reported that this lead exhibited chronic high threshold. The device remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead exhibited variable rv threshold measurements and increasing rv pace impedance measurements over the past year. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Related voluntary medwatch form received: mw5155961.